Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent needle was confirmed, and the cause was determined to be use related. The product returned for evaluation was one 22 g safestep infusion set. The returned product sample was evaluated, and the needle was observed to be severely bent at about the middle of the needle shaft as well as near its base. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The bend in the needle had occurred away from the needle base which can be caused by device manipulation during/following port access. The needle tip was barbed suggesting contact between the needle and port base. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness, and the thickness of any dressing beneath the bend of the needle; if too long, the needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the returned complaint sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that patient's ivad deaccessed prior to discharge. It was stated the facility was unable to properly and safely deaccess into the needle safety as needle allegedly noted to be bent at a 90 degree angle.